Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with a bent sensor. Customer declined troubleshooting for the bent sensor. He also stated that he has a bent cannula on the quick set because of the green serter. He would like to use the blue serter instead. Customer stated that his blood glucose was 425 mg/dl, he changed his set and treated with a manual injection. He declined troubleshooting for his high blood glucose. The customer said his current blood glucose was 147 mg/dl. The sensor will be returning for analysis. The insulin pump and the infusion set will not be returning for analysis.